Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, plunger was uneven and scratches the optical surface of iol. There was no patient contact.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. One opened company iol (intraocular lens) delivery system injector sample was returned for evaluation for the report that the plunger was uneven and scratched the optical surface of iol during insertion. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming with the plunger observed to be bent. No damage was observed on the plunger surface. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. Device/batch record review: a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The complaint evaluation does confirm the injector plunger is bent, which could result in the plunger scratching the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in march 2024. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).